Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that they cannot bite all the way down. Requested a bite video showing their natural bite vs with the retainer in to evaluate the bite issue or if the retainers are too thick.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.